Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming functional testing and displayed service code 102. The cause for the failure was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux contamination on j1000 caused the service code 102. No adverse event resulted from the damaged monitor.

Event description:
During evaluation of a monitor for an unrelated problem, the monitor failed incoming functional testing and displayed service code 102 (charge profile faults).